Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not warming and was leaking. They had device running for an hour and it seems to warm but when they empty the pads it was leaking from the bottom. Transferred for assistance.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error where the device does not provide heating. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not warming and was leaking. They had device running for an hour and it seems to warm but when they empty the pads it was leaking from the bottom. Transferred for assistance.